Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.

Event description:
During a total laparoscopic hysterectomy, the ptfe pad was partial separated after a very short time of use. The physician replaced the subject device with a similar device and the procedure was completed. There was no pt harm reported.